Manufacturer narrative:
It was discovered on (B)(6) 2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of (B)(6) 2016 was reported incorrectly and should be (B)(6) 2015. Statement in previous supplemental 3500a submission should read: ¿ on (B)(6) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015 to (B)(6) 2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(6) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The field representative confirmed that no further subsequent issues have occurred.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, during a cranial biopsy procedure, while in navigate and making plans, the software unexpectedly exited to the application launch screen. The site booted back into cranial, the registration had saved, and the surgery proceeded without further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.